Event description:
During patient treatment, operators of the 3100a reported that the oscillator just stopped with audible alarms activated, and, that, they were unable to get it to re-pressurize and restart. The patient was placed on another 3100a without compromise.